Manufacturer narrative:
Additional information section a and b5, b6 and b7.

Event description:
Additional information received that there was no patient involvement in this event.

Event description:
Unspecified IV fluid reportedly leaked out of the tubing of a secondary set 34 inch with IV set hanger, secure lock from the site where the hard connector connects with the flexible tubing. There was no report of any human harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Additional contact: (B)(6).

Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.